Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implanted cardioverter defibrillator (s-ICD) and electrode were explanted due to patient discomfort and pain. A replacement transvenous system was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.